Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was received in original packaging with the batch number of the complaint on the label. The t1 has been cut from the suture and was not returned. The t2 has been off of the needle but the distal end of the implant was set back into the needles channel. The suture is hanging loose from the t2. The variable depth straw is trimmed. The needle assembly is bent. Bio debris is present. A functional evaluation could not be performed as the implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force allowing the device to prematurely deploy. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during meniscus arthroscopy, the t2 implant of the ultra fast-fix fell off. T1 was separated from the suture inside the meniscus, and was removed with blue forceps. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.